Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Isometric testing was performed and noise was reproducible. No intervention was performed. The patient was in stable condition.